Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Corrected data: manufacture date: 9/19/2011; exp date: 8/19/2016. No ees carton or blister was returned; we received only instrument wrapped in bubble wrap and the tyvek lid which had been folded. The instrument was unwrapped from the bubble wrap for visual examination. The tyvek lid was unfolded for visual examination. The tyvek was viewed under ultra-violet light and complete seal transfer was present and visible. The complaint for open package could not be confirmed. Batch history records for were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that before an unknown procedure, the sealed package was open. The surgeon was afraid the packaging was not sterile. It was before using the device. Unknown, how case was completed. There were no adverse consequences for the patient.